Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of force bipolar instrument occluded. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.063¿ offset at the tips. Additionally, the instrument was found to have a dislodged molded insulator at the distal end.

Event description:
Refer to h10/h11 for follow-up information.